Event description:
It was reported that the asymptomatic patient presented in clinic where analysis established non-sustained right ventricular oversensing episodes due to lead noise. Noise was reproducible by isometrics: palms together as well as pocket manipulation. The threshold also increased. There were no other electrical anomalies. No intervention was performed. The patient will be monitored.